Event description:
Arjo was informed about a customer complaint with maxi sky 2 ceiling lift and kwiktrak ceiling installation system involvement. Following customer allegation, the maxi sky 2 ceiling lift fell from the track due to the lack or improper instalation of the end stopper present at the end of the rail. The end stopper is the ceiling installation component that prevents the ceiling lift from sliding out of the rail. No patient was involved and no injury claimed.

Manufacturer narrative:
Arjo field service technician visited the customer facility after the event to inspect the ceiling installation system. The evaluation revealed that the ceiling lift detached as the end stopper did not prevent the ceiling lift from falling. At the time of the inspection, the side rail was hanging from the rail instead of being installed. Based on the device evaluation results and review of complaints concerning such issue, two potential hypothesis can be put forward: the end stopper was not installed in the rail when the ceiling lift was used. The end stopper was fitted into the rail when the ceiling lift was used, but came loose and fell out when the ceiling lift moved to the end of the rail. None of the above mentioned scenarios could be confirmed as it could not be confirmed if the end stopper was assembled in the rail when the event occurred. The instructions for use dedicated to maxi sky 2 (001-15698-en) warns the user to check before every use if all end stoppers are in place to prevent a fall risk. It is unknown whether the inspection was conducted by the facility staff before use of the ceiling lift. Arjo device failed to meet its performance specification since the ceiling lift fell from the track. The device was not used for a patient transfer when the event occurred. The complaint decided to be reportable due to allegation of the maxi sky 2 detachment from the track. No injury was claimed.